Manufacturer narrative:
E1: patient city: (B)(6). Patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event insulin flow block alarm on (B)(6) 2025 due to blockage in tubing. No further information was available.